Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #26, it was verified its non- osseointegration. Fifty ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/ quantity (bone type ii) amd fenestration occurred during surgery.